Event description:
The report received from the field indicated that a 6f avanti sheath separated in the patient. During the intervention, the physician could not advance a swan ganz catheter through the sheath, therefore, opting for an exchange. It was unknown whether the physician wanted to use another catheter or another sheath. Consequently, the physician inserted a .035 wire, which encountered a little resistance, the sheath was pulled; it was then noticed that the shaft had fractured approximately 3.0cm from the hub. The distal end of the sheath was removed with a snare. The patient is in stable conditions and no other patient injury was reported.

Manufacturer narrative:
The product has not been made available for evaluation, currently it is being retained by the user facility's risk management department; attempts to obtain the product are underway, therefore, add'l info will be submitted within 30 days upon receipt.